Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device had no audible tone. The device was in use monitoring patients. No adverse event was reported.